Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. Updates to section h4 and h6. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. The investigation confirmed from the evaluation that images were not displayed when an electric scalpel was used. Additionally, the power supply was the same as the electric scalpel. The issue might have occurred due to the power supply that was the same as the electric scalpel was used. Therefore, the noise of the scalpel affected the device. As stated on the IFU (instruction for use) as a preventive measure, the user manual states: use only olympus high-frequency electrosurgical equipment with this unit. Non-olympus equipment can cause interference on the monitor display or a loss of the endoscopic image. Before using high-frequency electrosurgical equipment, be sure to install and connect the equipment according to its instruction manual and make sure that the noise does not affect the observation and surgical procedures. If high-frequency electrosurgical equipment is used without such confirmation, patient injury may result.

Manufacturer narrative:
The customer called an olympus technical support (tac) representative for troubleshooting. Tac asked the customer if the esg was plugged into the same outlet with the device, but the customer was unable to confirm. Tac informed the customer to ensure the devices were not plugged on the same outlet. Tac also recommended that the customer should replace the cord and the handpiece on the electrosurgical generator (esg). The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported to olympus that during a procedure with evis exera iii video system center, there was an image loss with electrosurgical generator (esg). There was no patient harm or user injury reported due to the event.